Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was elevated at 210 ohms. Technical services (ts) performed engineering analysis on device data and found that the impedance had been intermittently high for the past six months as well as this device was gradually exhibiting high power consumption. Device replacement was recommended along with x-rays. It was noted that this patient had a large body mass index (bmi). No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, the system impedance had risen to 150 ohms. It was noted that this patient had a high body mass index (bmi). This s-ICD system was explanted and replaced with a new system. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was elevated at 210 ohms. Technical services (ts) performed engineering analysis on device data and found that the impedance had been intermittently high for the past six months as well as this device was gradually exhibiting high power consumption. Device replacement was recommended along with x-rays. It was noted that this patient had a large body mass index (bmi). No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, the system impedance had risen to 150 ohms. It was noted that this patient had a high body mass index (bmi). This s-ICD system was explanted and replaced with a new system. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was elevated at 210 ohms. Technical services (ts) performed engineering analysis on device data and found that the impedance had been intermittently high for the past six months as well as this device was gradually exhibiting high power consumption. Device replacement was recommended along with x-rays. It was noted that this patient had a large body mass index (bmi). No adverse patient effects were reported. Currently, this s-ICD remains in service.